Event description:
The complainant reported that the impella cp was implanted in a 37-year-old male patient for mechanical circulatory support. It was reported that the patient experienced suction and the impella pigtail was wrapped in the pap muscle on the transthoracic echocardiography (tte). The impella was removed. The patient is stable.

Manufacturer narrative:
Impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was improper positioning due to improper technique since the pigtail was found caught on the pap muscle at the time of mr.